Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Noise was observed on the lead which was recreated in clinic. There was a concern the lead had fractured. An invasive procedure was performed. This lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.